Manufacturer narrative:
Unit had cracked end cap sticker and loose/flushed drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer¿s blood glucose level was 6.3 mmol/l. Troubleshooting was performed. Customer advised the insulin pump was broken and had cosmetic damage on the left side. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had cracked end cap sticker and loose/flushed drive support disk.